Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post deployment, patient had a mild pain the right side of the abdomen. Kub scan revealed that the filter was tilted. Then the filter was removed. Another recovery filter was deployed. Approximately, two months post deployment, patient had a chest pain. CT scan revealed the presence of small pe. Following day, CT scan revealed that the thrombus extending above the level of the ivc filter to the level of renal veins. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment and thrombus above the filter. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post deployment, patient had a mild pain the right side of the abdomen. Kub scan revealed that the filter was tilted. Then the filter was removed. Another recovery filter was deployed. Approximately, two months post deployment, patient had a chest pain. CT scan revealed the presence of small pe. Following day, CT scan revealed that the thrombus extending above the level of the ivc filter to the level of renal veins. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment and thrombus above the filter. However, the relationship to the filter is unknown.based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time post filter deployment, it was alleged that there was thrombus above the filter and the patient was diagnosed with pulmonary embolism post implant; however, the status of the patient is unknown.